Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 04-apr-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a lead 977a260 vectris mrics compact implant experienced new pain unrelated to baseline. The patient was hospitalized and remained under observation. Magnetic resonance imaging (MRI) was conducted, and based on the results, the right lead was removed during a device revision procedure. The issue was resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware. 2025-jun-18 e1 (rep): additional information was received from the manufacturer representative (rep). The rep clarified that after obtaining MRI results hcp decided it was necessary to remove the right lead due to improper placement.